Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system was advanced. As the physician was preparing to exchange the pigtail for the 24mm watchman flx pro delivery system and closure device, they observed a thrombus at the end of the watchman trusteer access system. The physician aspirated back and successfully captured thrombus. The activated clotting time (act) was still running. The physician proceeded with inserting the 24mm watchman flx pro delivery system and closure device through the watchman trusteer access system. The 24mm watchman flx pro closure device was deployed once, however it was too proximal and thrombus was observed again on the watchman trusteer access system. Aspiration was performed again, however this time it was performed through the 24mm watchman flx pro delivery system and thrombus was removed. The 24mm watchman flx pro closure device was successfully implanted in the intended location. The act was in range at 228. There was no smoke in the left atrium or laa. The patient was discharged as expected with no complications.